Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had incorrect syringe volume read was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 1 ml syringe was not able to be read in the syringe pump module, so the customer has been transferring the medication in 1 ml syringes to 3 ml syringes. The syringe used was bd 1 ml syringe ref 309628. There also reported having issues with the syringe pump module reading the volume in the 20 ml syringe used for acyclovir. One example given was a syringe appeared to have 14 ml of medication, but it was being read as 13.4 ml by the syringe pump module. There was patient involvement, but no harm. The customer provided the following information on 18 february 2026. "The issue with the 1 ml syringes not being recognized is happening with all syringe pumps/brains and multiple different types of medications (any that are administered in a 1 ml syringe). After the 1 ml syringe is loaded, it only gives the nurse the option of selecting a 3 ml syringe." The volume to be infused was 13.5 ml but the syringe pump module read it as 12.7 ml. The tubing used was bd maxguard minibore extension set (ref me2020) and the medication was programmed using interoperability/barcode scanning.